Manufacturer narrative:
Device deemed reportable on june 4, 2020 from investigation. Investigation summary: visual inspection: the visual inspection of the transverse connector has shown that the one connector casing for the rod is cracked / broken. Further investigation has shown that the headless screw the tip of them are wear marks visible. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test can not be performed anymo of the detected damage. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the complaint is rated as confirmed for the transverse connector as one connector casing for the rod is cracked / broken. This evidence prevent a proper locking of a rod with the headless screw. The exact cause of this occurrence cannot be defined as no details were provided. It can only be assumed that a mechanical overload situation during use / locking the rod caused the breakage of the connector casing. The headless screw tip has some wear marks. These are clear signs that these parts (headless screw / connector casing) were subjected to tremendous forces well beyond its calculated design, which resulted in the breakage of connector casing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part number: 04.615.542s, 60mm ti transconnector for 4.0mm rods-sterile. Lot number: 13l4060 (sterile). Manufacturing location: (B)(4)/ packaged and released by: (B)(4). Release date: 21-aug-2019. Expiration date: 01-jul-2029. Lot quantity: (B)(4). Note: (B)(4) completes thermal rinse, packaging and sterilization operations for this part number. The actual manufacture of this part is performed by the (B)(4) facility. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and item pm2175, carton, had been redlined to alternate item pm1027 per (B)(4). The redline was appropriately notated and signed, as required. Scn number (B)(4) by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterilization and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component(s) reviewed: component part review for part number 04.615.542y / lot number 11l7580 and relevant sub-components needs to be assigned to the (B)(4) DHR review team. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a rod connector did not function appropriately during a procedure on (B)(6) 2020. The issue was found intraoperatively. The surgery was completed successfully with another rod connector. A surgical delay of 10 minutes occurred. No patient harm was reported. This is report 1 of 1 for (B)(4).